Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Due to lens damage a dimensional inspection can not be performed. Claim# (B)(4).

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -15.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to significant reduction of irido-corneal angles, pigment dispersion, glare/haloes, blurred vision, and excessive vault. This resolved the problem. Cause of the event is reported as other: excessive vault.